Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a system had no phacoemulsification during procedure. The surgery was completed after converting to an extracapsular cataract extraction. There was no patient harm.